Event description:
As initially reported, the guidewire was not advanced in the headway 17 microcatheter. The procedure was complete with another product. The patient was reported to be stable. When the device was received and analyzed, the catheter exhibited exposed coil in the lumen.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the lumen of the microcatheter was found to have delaminated ptfe liner with the lumen coil exposed, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the ptfe delamination and exposed lumen coil, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.